Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to under 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a seizure. The boyfriend of the patient had administered baqsimi. Upon arrival of the paramedics the patient was treated with a glucose drip. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.